Event description:
It was reported that the pt was revised due to severe consequences resulting from a nickel and potassium dichromate allergy.

Manufacturer narrative:
It is unk how or if the other product listed in the complaint was used with the zimmer herbert screw. The herbert screw listed in the complaint is made of (B)(4) so it was very unlikely that the pt had an allergic reaction to the screws. There is not enough info available to provide a thorough review of the alleged device deficiency. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.